Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when attempting to pass a sheath dilator through the guide wire, resistance was encountered, so the end of the guide wire was cut, and the sheath dilator was passed through. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting a guidewire into a microintroducer is confirmed but the root cause could not be determined. The product returned for evaluation was a segment of the distal end of a guidewire. A gross visual inspection of the returned sample found that the core wire had an angled break at the proximal end. Microscopic inspection of the core wire fracture surface found that striations were present, likely indicating that this was the site where the complainant had intentionally cut the guidewire as described in the event description. Further inspection of the guidewire found that the coils of the outer coil wire just below the tip of the guidewire were deformed such that they appeared misaligned with each other. Deformation of the coils may lead to interference when passing through other components such as a microintroducer. Inspection of the deformed coils' surface was unable to identify scratch marks or any other damage. The features observed suggested that resistance during attempted use likely contributed to the damaged guidewire tip; however, it could not be determined if any additional factor(s) also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.